Event description:
It was reported that during a laproscopic sigma procedure, the devices fired incomplete staple lines. A like device was used to complete the case with no pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.